Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process and experienced reservoir issues due to a possible site/set occlusion. The customer stated that the no delivery alarm occurred at least 3 times. The customer complained that she had to waste 4 reservoir with insulin in order to address the issue. The customer had to end the call before troubleshooting could be completed and a follow up call was made to contact the customer later. The customer was reached during a follow up call and stated that she did not know the blood glucose reading at the time of the alarm. She was advised to disconnect and reconnect the tubing and reservoir. She was advised to replace the plunger and manually push the plunger, reporting that insulin did not exit the tubing. The customer became upset and disconnected the call prematurely before troubleshooting was complete.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-51342.